Event description:
The manufacturer's representative reported the pt recently had a "fall" and is now presenting with weakness in both legs and questionable parathesia. The hcp is wanted to rule out an inflammatory mass. A follow up report will be sent if additional information is received.